Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08745 inches.unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer also reported of been hospitalized; date was not given. Customer's blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis, and infection. Customer was hospitalized for three days and was wearing insulin pump at the time of hospitalization. Insulin pump would be replaced.